Event description:
Healthcare professional reported right side "capsular liquid in breasts and fear of the same thing happening. The device has been explanted and replaced.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of seroma-late and anxiety-product/procedure, requested on august 29, 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: seroma- late : unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "capsular liquid in breasts and fear of the same thing happening. The device has been explanted and replaced.